Manufacturer narrative:
(B)(4).this is a report of a use error, where a patient reused single-use supplies during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) reused single-use supplies during cycle 3 of peritoneal dialysis therapy. It was stated that the care giver (cg) power cycled the homechoice (hc) and the hc was in prime. The hp was still connected when this event occurred. Procedures were reviewed with the customer. The technical service representative explained the alarm and had the cg close all the clamps, disconnect the hp aseptically, power cycle the hc, and remove the cassette. The hp would complete therapy with ultrabags. There was no patient injury or medical intervention associated with this event. No additional information is available.